Manufacturer narrative:
On (B)(6) 2020: the patient had permanent hardware implanted and an antibiotic spacer removed.

Event description:
On (B)(6) 2020: the patient had permanent hardware implanted and an antibiotic spacer removed.

Manufacturer narrative:
Batch review performed on 24 september 2018; lot 173696: (B)(4) items manufactured and released on 10 october 2017. Expiration date: 2022-09-26; no anomalies found related to the problem. To date, (B)(4) item of the same lot have been already sold. Gmk-primary reference 02.07.0610apps (k131310) full-pe ps tibial component size 6/10 ; lot 135913: (B)(4) items manufactured and released on 20 march 2014. Expiration date: 2019-02-28; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to signs of infection 2 months after surgery (the pathogen results are not available). The surgeon washed out the knee and revised the femur and tibia.